Manufacturer narrative:
Internal complaint reference: (B)(4). Paper: a preliminary study of the secondary postoperative haemorrhage in pediatric coblation adenotonsillectomy. Doi: 10.3760/cma.j.issn1673-860.2010.05.006.

Event description:
It was reported that on literature review "a preliminary study of the secondary postoperative haemorrhage in pediatric coblation adenotonsillectomy", 3 patients had an active bleeding after a coblation adenotonsillectomy procedure using a evac 70 coblation wand. The patients required to be re-hospitalized and be treated with compression. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
H10: h3,h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, instructions for use, risk management review complaint history review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A clinical review states that based a review of this complaint, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported cannot be determined and the patient¿s current health status is unknown. Therefore, no further clinical/medical assessment can be rendered. Should any additional clinical information be provided, this complaint may be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.